Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed what looked to be either loss of ventricular capture or noise leading to stored episodes. The patient was being seen for routine follow up when this was discovered. The local boston scientific field representative indicated that pace impedances were good and within normal range. Some r-wave measurements were reported to have been in the 2 millivolt range. The representative performed isometrics and pocket manipulation and no noise was produced. The physician elected to program sensitivity to a fixed number at 2.5 millivolts. There were no adverse patient effects. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.